Event description:
Customer reported: extreme premature neonate pt with multiple risks of prematurity, previously extubated, but required reintubation for respiratory and hemodynamic decompensation. Customer reported for re-intubation, using two "tot" number 3 but not achieved maneuver. The procedure was too difficult due to the tube used was too flexible. (Not passing, failed intubation twice), whereby it was decide intubate with another "tot" number 2.5." Covidien has attempted to get clarification on the description of event and was informed no additional info available at this time.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).